Event description:
It was reported that the pump touchscreen was unresponsive and nonfunctional. There was no adverse impact to the customer's blood glucose level. The customer reset the pump to resolve the issue.